Manufacturer narrative:
The stryker device was involved with this issue, but did not cause the adverse event. The product met and performed to specification. Bed was reviewed by hosp staff and then put back into service prior to stryker technical review. It was reported that the bed exit alarm was not set. Reportedly, the pt passed away as a result of the fall. The hosp stated that the bed did not malfunction. The pt was a (B)(6) female and got out of bed and tripped on compression stockings and cords attached. The bed exit did not go off at the nurse's station because the docker cable from the bed was not properly connected to the correct headwall port and bed exit was not set. The headwall was properly labeled "bed-exit" and "auxiliary". The bed exit cable was plugged incorrectly into the auxiliary receptacle. The hosp stated that staff had not been properly trained and was in the process of house wide mandatory training to prevent a reoccurrence of this issue. The hosp stated that the stryker bed was not at fault and was in good working order.

Event description:
It was reported that a pt fell out of the secure 3 bed. It was reported that the bed exit alarm was not set. Reportedly, the pt passed away as a result of the fall. The hosp stated that the bed did not malfunction - the alarm was not set.